Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Multiple episodes of false automatic mode switching (ams) were observed on the patient's ICD from the atrial channel. Reprogramming was performed to resolve the event and the patient's condition was stable.